Manufacturer narrative:
No patient injury was reported. A gambro technical services (gts) field rep found that the tubing was torn because it was overdue and, therefore, was changed. The service technician cleaned the rotor pump. The machine was operating to the manufacturer's specifications. In conclusion, the reported event was likely not related to a rotor malfunction.

Event description:
The tubing was torn.